Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported infusion programming error when the user would input drug dose in the rate field and infusion rate in the dose field. There was patient involvement, but no harm. The customer is requesting product design change "to support dose programming being prioritized."

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported infusion programming error when the user would input drug dose in the rate field and infusion rate in the dose field. There was patient involvement, but no harm. The customer is requesting product design change "to support dose programming being prioritized."